Event description:
Implant date: 10/08/1990. Post operative x-rays taken on 01/03/1991 reveal that the rod has separated from the screw at l3. It was noted that this had no effect on the fusion. Revision surgery on 09/11/1992 to remove device due to "progressively increasing back pain" over the preceding months. It was noted that there was solid fusion.